Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The valve actuation test and the system air leak test passed. The load cell value and verification was within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Medical records did not contain dialysis treatment records, progress notes, physician orders, or medication records for review.

Event description:
Medical records were received from the patient's treatment facility. The patient's pd nurse reported the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. The culture results were completed and found staphylococcus epidermidis as the isolated organism. The patient's prescribed antibiotic therapy was changed to vancomycin only via ip route with dose regimen unknown, and fortaz (ceftazidime) was discontinued. As of (B)(6) 2016, it is unknown if the patient continues ccpd therapy. It is unknown if the prescribed antibiotic regimen was completed. It is unknown if the event of peritonitis has resolved.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called in to report pain while in treatment. The patient disconnected from treatment and did manual therapy. The patient was seen in his clinic in the following morning where he was diagnosed with a touch contamination peritonitis. The patient was treated with intraperitoneal vancomycin and fortaz until the culture reports came back at which point he was taken off fortaz.